Manufacturer narrative:
The customer stated that repeat testing was performed to confirm correct results and a corrected report was issued. Siemens has requested the data logs and the measurement cartridge for investigation. The cause of this event is unknown.

Event description:
The customer reported a discrepant high potassium result run on the rp 500. There was no report of injury due to this event.

Manufacturer narrative:
Corrected the description of the event: the customer reported a discrepant high sodium and high potassium result run on the rp 500. Inadvertently forgot to include the discrepant na results: patient ID: # (B)(6). Units: mmol/l. Date: time: na result: (B)(6) 2018. 02:28. 146.2. 8/23/2018 05:45 161.7.

Event description:
The customer reported a discrepant high sodium and high potassium result run on the rp 500.

Manufacturer narrative:
Siemens reviewed the data provided by the customer. The sodium and potassium sensors performed as intended. The aqc results were in the expected ranges. The samples were most likely impacted by salt contamination, resulting in elevated sodium and potassium measurements. The salt contamination could have been from pre-analytical steps or from salt deposits from the luer mount/valve assembly area. The measurement cartridge was returned and salt was found in and around the valve assembly/sample port luer area.